Event description:
It was reported by a neurologist that a vns patient had high lead impedance on (B)(6) 2011. No x-rays were taken and patient will likely have a revision surgery. There were no reports of manipulation or trauma to vns device per treating neurologist.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.